Event description:
The medwatch states: laparoscopic procedure was performed using a laparoscopic scissor to dissect and cauterize tissue. While the instrument was being activated, the cord portion close to the handle ignited and burned through the cord. The device was immediately deactivated and removed. Upon inspection, no burn was noted on the drape. The pt was checked and no injuries were noted.

Manufacturer narrative:
Date of initial report: 10/26/2009. The code was a non-covidien product. The return of the generator has been requested. To date, it has not been rec'd for eval. If the sample is received or, if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.